Event description:
It was reported that, during implant of this artificial urinary sphincter (aus). An injury to the urethra occurred which resulted in serious bleeding. The urethra was sutured, and the procedure was aborted due to the event. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during implant of this artificial urinary sphincter (aus). An injury to the urethra occurred which resulted in serious bleeding. The urethra was sutured, and the procedure was aborted due to the event. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon, cuff and pump components were visually inspected and underwent microscopical and leak testing. Visual inspection found that the cuff presented a tear in the shell due to sharp instrument damage during explant procedure. Besides that, no other visual damages or abnormalities were found in the cuff or the other components. The pump and balloon components passed functional and leak testing. Based on the information available and analysis results, device performance did not likely cause or contribute to the reported patient symptom which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during implant of this artificial urinary sphincter (aus). An injury to the urethra occurred which resulted in serious bleeding. The urethra was sutured, and the procedure was aborted due to the event. No further patient complications were reported.